Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
The trial patient reported that they felt a little achy from the stimulation at 1.2v the night prior to the report. They turned it down to 1.1v where it was comfortable. During the call, the patient changed from program 3 to 1 at stimulation 1.7. They rated this as a 3 on a 1-7 scale. They also thought that they had a urinary tract infection, but were unable to go in until (B)(6) 2017. This occurred during the advanced evaluation that began on (B)(6) 2017. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.